Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room with two inadequate shocks, both episodes were in static position, once lying down and once sitting. The device recorded two inappropriate shocks and four untreated episodes with low r-wave amplitudes/baseline shifting and non-physiologic signals. Data analysis was performed, and boston scientific technical services indicated the shock deliveries and untreated episodes are actual cardiac arrhythmias. The artifacts most closely fit a pattern of non-physiological signals in combination with reduced signal amplitude and so-called baseline shifting, a shift in the signal zero line. Boston scientific technical services provided troubleshooting options such as performing high resolution x-ray imaging, perform analysis of the device position and electrode fixation in the header, try to reproduce the artifacts by having the patient repeat the activity they performed just before the time of shock, manipulation of the device and etc. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service. Additional information was provided that the device was reprogrammed out of sense b from primary vector to secondary vector about a year ago and resolved the issue. There were no adverse patient effects reported. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room with two inadequate shocks, both episodes were in static position, once lying down and once sitting. The device recorded two inappropriate shocks and four untreated episodes with low r-wave amplitudes/baseline shifting and non-physiologic signals. Data analysis was performed, and boston scientific technical services indicated the shock deliveries and untreated episodes are actual cardiac arrhythmias. The artifacts most closely fit a pattern of non-physiological signals in combination with reduced signal amplitude and so-called baseline shifting, a shift in the signal zero line. Boston scientific technical services provided troubleshooting options such as performing high resolution x-ray imaging, perform analysis of the device position and electrode fixation in the header, try to reproduce the artifacts by having the patient repeat the activity they performed just before the time of shock, manipulation of the device and etc. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room with two inadequate shocks, both episodes were in static position, once lying down and once sitting. The device recorded two inappropriate shocks and four untreated episodes with low r-wave amplitudes/baseline shifting and non-physiologic signals. Data analysis was performed, and boston scientific technical services indicated the shock deliveries and untreated episodes are actual cardiac arrhythmias. The artifacts most closely fit a pattern of non-physiological signals in combination with reduced signal amplitude and so-called baseline shifting, a shift in the signal zero line. Boston scientific technical services provided troubleshooting options such as performing high resolution x-ray imaging, perform analysis of the device position and electrode fixation in the header, try to reproduce the artifacts by having the patient repeat the activity they performed just before the time of shock, manipulation of the device and etc. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.